Event description:
All events involved the volcano verrata plus pressure guide wire: event #1 and #2: item used to diagnosis blood flow in coronary arteries and an error message occurred "wire has a short condition". Another product was opened and worked fine. This occurred twice in two different rooms on the same day. Event #3: volcano wire gave intermittent pressure readings on monitor. The connector and wire were repeatedly checked for connection. Event #4: volcano wire error code 115 and 107 pressure guide wire would not zero. Per hospital, the manufacturer is aware of the issues and stated they are coming out with an updated attachment for the wire.